Manufacturer narrative:
Literature article: ostendorf, a., p. And connolly, a., m. ¿medical management of eosinophilic meningitis following bovine graft duraplasty for chiari malformation type 1 repair¿. J neurosurg pediatr. 2013 oct;12(4):357-9. Doi: 10.3171/2013.7.peds13130. Epub 2013 aug 2. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced eosinophilic meningitis after undergoing a chiari malformation type I decompression and duraplasty wherein dura-guard was used. It was reported closure was achieved using a non-baxter product. The cause of the event was not reported. Approximately two weeks post-operative the patient experienced irritability, fatigue, nausea, vomiting, low grade fever and headache. The patient was hospitalized for the events. The patient was treated with unspecified antiemetics, ceftriaxone and vancomycin for 24 hours and subsequently doxycycline. The patient continued to experience severe headache, photophobia and mild neck pain. Five days after admission the patient was transferred to the reporting facility for evaluation and treatment. The patient was started on intravenous dexamethasone 2 mg every 6 hours (0.25mg/kg/day). It was reported the patient showed improvement with neurological symptoms over the next three days. It was reported the patient was symptom free and remained so at the six month follow up. No additional information is available.